Manufacturer narrative:
Evaluation summary: customer complaint of disconnected connector was not confirmed with assessment. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. As received, the connector of the cannula was intact and connected with the rest of the cannula. Connector was not loose and would not disconnect from cannula when manipulated. No visual damage or other abnormalities were found to the returned device. Review of the device history record (DHR) showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. While the product evaluation did not confirm the reported event, investigation of the root cause of this issue is currently under way.

Event description:
As part of fca-152 plan for quickdraw, the 2018-19 complaints were reviewed. It was found that 4 events, were not filed as mdrs. In three instances connector separations were detected prior to use. In the fourth, the cannula separation occurred during a cannula exchange involving an ECMO patient. There were no device-related injuries. These four events will now be filed as mdrs. Edwards received information that the bonding connector area came off from a 22fr quickdraw cannula body during use. This cannula was originally used for an extracorporeal circulation in order to perform a surgery to treat aortic dissection. Postoperatively, the patient was connected to a percutaneous cardiopulmonary support and this cannula was still used. However, extracorporeal lung of percutaneous cardiopulmonary support became occluded by clotting and it needed to be changed. When changing the extracorporeal lung while the aorta was clamped, the bonding connector area came off from the cannula body. Duration of use of this cannula from beginning of use until occurrence time is unknown. The patient was connected to percutaneous cardiopulmonary support with the same reinforced cannula by attaching a band around it for more than a week. Later, the patient expired. There was no causal relation between the device and the patient¿s death reported. This cannula was returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).